Event description:
The customer alleged one erroneously elevated troponin (access accutni) result, within the risk stratification, for one patient, involving unicel dxc 600i synchron access clinical system. Subsequent analysis of the patient sample, on the original instrument and an alternate analyzer, recovered lower results, within the normal reference interval. The initial result was released from the laboratory; however, the customer is unsure if there was any change to, or impact on, patient treatment in response to the erroneously elevated accutni result.

Manufacturer narrative:
System parameters (including qc and calibration) were performing within assay/instrument specifications. Bec complaint investigator review of the customer-supplied data indicated multiple failing system checks due to failing substrate mean values. Multiple attempts at obtaining a passing system check on (B)(6) 2012, were unsuccessful. These attempts included various on-site troubleshooting measures with bec customer technical support. A failing substrate mean during the system check performed on (B)(4) 2012 was also noted. A field service engineer (fse) was dispatched to the customer site to verify hardware performance in response to this event. The fse noted the instrument was only dispensing approximately ½ the volume of substrate that it should be dispensing. The fse replaced the entire substrate pump assembly, the substrate, and substrate probe to address the substrate volume dispense issue. A hardware failure is the likely cause of this event. The fse noted that it was likely the substrate valve that had failed, which would allow substrate to flow back into the bottle during the dispense cycle leading to the volume dispense discrepancy. An MDR 2122870-2012-01597 has been submitted on another event occurred at this account on (B)(6) 2012.